Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("hysteroscopy to fully remove the remainder of the essure device") and vaginal haemorrhage ("irregular spotting /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") in a 35-year-old female patient who had essure (batch no. 774890-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". The patient's medical history included tubal ligation. Concurrent conditions included allergy to molds, sinus disorder, hives, adenomyosis, cervical cancer, eczema, hearing impaired, irritable bowel syndrome, morbid obesity and seasonal allergy. Concomitant products included naproxen sodium (aleve tablet), paracetamol (acetaminophen) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 7 days after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion ("essure device had migrated (she passed the essure device last night in the toilet)/migration of essure device location of device: essure slipped out,/expulsion of essure device,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation complications") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with surgery (on (B)(6) 2011 dilation and cutterage and hysteroscopy to fully remove remainderof essure on (B)(6) 2011,(B)(6) 2014 total hysterectomy,salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, vaginal haemorrhage, menstrual disorder, device expulsion, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had a follow-up visit in regards to her essure implant and doctor noted that plaintiff was doing well after essure. They would likely do an hsg test in november rather than (B)(6) 2011 as patients left essure device deployed further into the tube, but a sonogram was performed immediately after procedure. On (B)(6) 2011 she brought the passed essure device in a baggy to be examined and upon inspection it was confirmed it was the essure device. On (B)(6) 2011 she underwent laparoscopic tubal ligation bilateral with filshie clips, paracervical block, dilation and cutterage and hysteroscopy to fully remove the remainder of the essure device. Start and stop date of essure was changed from ((B)(6) 2011 was previously reported) to (B)(6) 2011 and (B)(6) 2014 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: essure device confirmed to be in place. Most recent follow-up information incorporated above includes: on 18-dec-2018: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("hysteroscopy to fully remove the remainder of the essure device") and vaginal haemorrhage ("irregular spotting /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 27 days after insertion of essure, the patient experienced device expulsion ("essure device had migrated (she passed the essure device last night in the toilet)/migration of essure device location of device: essure slipped out,/expulsion of essure device,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation complications") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with surgery (hysteroscopy tofully remove remainderof essureon (B)(6) 2011, (B)(6) 2014 totalhysterectomy,salpingectomy) and surgery (on (B)(6) 2011 dilation and cutterage). Essure was removed on 4-jun-2014. At the time of the report, the device breakage, vaginal haemorrhage, menstrual disorder, device expulsion and menorrhagia outcome was unknown. The reporter considered device breakage, device expulsion, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had a follow-up visit in regards to her essure implant and doctor noted that plaintiff was doing well after essure. They would likely do an hsg test in november rather than (B)(6) 2011 as patients left essure device deployed further into the tube, but a sonogram was performed immediately after procedure. On (B)(6) 2011 she brought the passed essure device in a baggy to be examined and upon inspection it was confirmed it was the essure device. On (B)(6) 2011 she underwent laparoscopic tubal ligation bilateral with filshie clips, paracervical block, dilation and cutterage and hysteroscopy to fully remove the remainder of the essure device. Start and stop date of essure was changed from ((B)(6) 2011 and (B)(6) 2011 was previously reported) to (B)(6) 2011 and (B)(6) 2014 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure device confirmed to be in place. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter was added. Patient detail was added. Start and stop date of essure was updated. Abnormal bleeding (vaginal, menorrhagia) and essure confirmation test(s) conducted-no were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("hysteroscopy to fully remove the remainder of the essure device") and vaginal haemorrhage ("irregular spotting /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") in a 35-year-old female patient who had essure (batch no. 774890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". The patient's medical history included tubal ligation. Concurrent conditions included allergy to molds, sinus disorder, hives, adenomyosis, cervical cancer, eczema, hearing impaired, irritable bowel syndrome, morbid obesity and seasonal allergy. Concomitant products included naproxen sodium (aleve tablet), paracetamol (acetaminophen) and ranitidine hydrochloride (zantac). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 7 days after insertion of essure. On (B)(6)2011, the patient experienced device expulsion ("essure device had migrated (she passed the essure device last night in the toilet)/migration of essure device location of device: essure slipped out,/expulsion of essure device,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation complications") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with surgery (on (B)(6)2011 dilation and cutterage and hysteroscopy tofully remove remainderof essureon(B)(6)2011,(b)(62014totalhysterectomy,salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the device breakage, vaginal haemorrhage, menstrual disorder, device expulsion, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had a follow-up visit in regards to her essure implant and doctor noted that plaintiff was doing well after essure. They would likely do an hsg test in november rather than (B)(6)2011 as patients left essure device deployed further into the tube, but a sonogram was performed immediately after procedure. On (B)(6)2011 she brought the passed essure device in a baggy to be examined and upon inspection it was confirmed it was the essure device. On (B)(6)2011 she underwent laparoscopic tubal ligation bilateral with filshie clips, paracervical block, dilation and cutterage and hysteroscopy to fully remove the remainder of the essure device. Start and stop date of essure was changed from ((B)(6)2011 and (B)(6)2011 was previously reported) to (B)(6)2011 and (B)(6)2014 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: essure device confirmed to be in place. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received event " psychological or psychiatric problems condition: depression and mental anguish" were added. Concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("hysteroscopy to fully remove the remainder of the essure device") and vaginal haemorrhage ("irregular spotting") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On (B)(6) 2011, 54 days after starting essure, the patient experienced device expulsion ("essure device had migrated (she passed the essure device last night in the toilet)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, vaginal haemorrhage (seriousness criteria medically significant and clinically significant/intervention required) and menstrual discomfort ("menstruation complications"). The patient was treated with surgery (hysteroscopy to fully remove the remainder of the essure on (B)(6) 2011) and surgery (on (B)(6) 2011 dilation and cutterage). Essure was withdrawn. At the time of the report, the device breakage, vaginal haemorrhage, menstrual discomfort and device expulsion outcome was unknown. The reporter considered device breakage, vaginal haemorrhage, menstrual discomfort and device expulsion to be related to essure. The reporter commented: she had a follow-up visit in regards to her essure implant and doctor noted that plaintiff was doing well after essure. They would likely do an hsg test in (B)(6) rather than (B)(6) 2011 as patients left essure device deployed further into the tube, but a sonogram was performed immediately after procedure. On (B)(6) 2011 she brought the passed essure device in a baggy to be examined and upon inspection it was confirmed it was the essure device. On (B)(6) 2011 she underwent laparoscopic tubal ligation bilateral with filshie clips, paracervical block, dilation and cutterage and hysteroscopy to fully remove the remainder of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: ultrasound scan result was essure device confirmed to be in place. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented irregular spotting (seen as vaginal haemorrhage) which led to dilation and cutterage. Besides that she passed the essure device one night in the toilet(seen as expulsion), and a hysteroscopy was performed to fully remove the remainder of the essure device(seen as device breakage) around 2 months after insertion. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event during essure's use. Given compatible temporal relationship event's nature causality cannot be excluded. Regarding event device breakage, although the exact date and mechanism of the breakage are unknown, given event's nature causality cannot be excluded. This case was regarded as incident, since surgical intervention to device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("hysteroscopy to fully remove the remainder of the essure device") and vaginal haemorrhage ("irregular spotting /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") in a 35-year-old female patient who had essure (batch no. 774890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". The patient's past medical history included tubal ligation. Concurrent conditions included allergy to molds, sinus disorder, hives, adenomyosis, cervical cancer, eczema, hearing impaired, irritable bowel syndrome, morbid obesity and seasonal allergy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 27 days after insertion of essure, the patient experienced device expulsion ("essure device had migrated (she passed the essure device last night in the toilet)/migration of essure device location of device: essure slipped out,/expulsion of essure device,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation complications") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with surgery (hysteroscopy to fully remove remainder of essure on (B)(6) 2011, (B)(6) 2014 total hysterectomy,salpingectomy) and surgery (on (B)(6) 2011 dilation and cutterage). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, vaginal haemorrhage, menstrual disorder, device expulsion and menorrhagia outcome was unknown. The reporter considered device breakage, device expulsion, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had a follow-up visit in regards to her essure implant and doctor noted that plaintiff was doing well after essure. They would likely do an hsg test in (B)(6) rather than (B)(6) 2011 as patients left essure device deployed further into the tube, but a sonogram was performed immediately after procedure. On (B)(6) 2011 she brought the passed essure device in a baggy to be examined and upon inspection it was confirmed it was the essure device. On (B)(6) 2011 she underwent laparoscopic tubal ligation bilateral with filshie clips, paracervical block, dilation and cutterage and hysteroscopy to fully remove the remainder of the essure device. Start and stop date of essure was changed from (B)(6) 2011 and (B)(6) 2011 was previously reported) to (B)(6) 2011 and (B)(6) 2014 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure device confirmed to be in place most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, new reporter, essure lot number were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('hysteroscopy to fully remove the remainder of the essure device') and vaginal haemorrhage ('irregular spotting /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 35-year-old female patient who had essure (batch no. 774890- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". The patient's medical history included tubal ligation. Concurrent conditions included allergy to molds, sinus disorder, hives, adenomyosis, cervical cancer, eczema, hearing impaired, irritable bowel syndrome, morbid obesity and seasonal allergy. Concomitant products included naproxen sodium (aleve tablet), paracetamol (acetaminophen) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 7 days after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion ("essure device had migrated (she passed the essure device last night in the toilet)/migration of essure device location of device: essure slipped out,/expulsion of essure device,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation complications") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with surgery (on (B)(6) 2011 dilation and cutterage and hysteroscopy to fully remove remainder of essure on (B)(6) 2014 total hysterectomy,salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, menstrual disorder, device expulsion, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had a follow-up visit in regards to her essure implant and doctor noted that plaintiff was doing well after essure. They would likely do an hsg test in november rather than (B)(6) 2011 as patients left essure device deployed further into the tube, but a sonogram was performed immediately after procedure. On (B)(6) 2011 she brought the passed essure device in a baggy to be examined and upon inspection it was confirmed it was the essure device. On (B)(6) 2011 she underwent laparoscopic tubal ligation bilateral with filshie clips, paracervical block, dilation and cutterage and hysteroscopy to fully remove the remainder of the essure device. Start and stop date of essure was changed from ((B)(6) 2011 was previously reported) to (B)(6) 2011 and (B)(6) 2014 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: essure device confirmed to be in place. Most recent follow-up information incorporated above includes: on 29-mar-2021: mr received. Reporter's information added. Fu received. No new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("hysteroscopy to fully remove the remainder of the essure device") and vaginal haemorrhage ("irregular spotting") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 25 days after insertion of essure, the patient experienced device expulsion ("essure device had migrated (she passed the essure device last night in the toilet)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation complications"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation complications"). The patient was treated with surgery (hysteroscopy to fully remove the remainder of the essure on (B)(6) 2011) and surgery (on (B)(6) 2011 dilation and cutterage). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, vaginal haemorrhage, menstrual disorder and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had a follow-up visit in regards to her essure implant and doctor noted that plaintiff was doing well after essure. They would likely do an hsg test in (B)(6) rather than (B)(6) 2011 as patients left essure device deployed further into the tube, but a sonogram was performed immediately after procedure. On (B)(6) 2011 she brought the passed essure device in a baggy to be examined and upon inspection it was confirmed it was the essure device. On (B)(6) 2011 she underwent laparoscopic tubal ligation bilateral with filshie clips, paracervical block, dilation and cutterage and hysteroscopy to fully remove the remainder of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure device confirmed to be in place. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented irregular spotting (seen as vaginal haemorrhage) which led to dilation and cutterage. Besides that she passed the essure device one night in the toilet(seen as expulsion), and a hysteroscopy was performed to fully remove the remainder of the essure device(seen as device breakage) around 2 months after insertion. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event during essure's use. Given compatible temporal relationship event's nature causality cannot be excluded. Regarding event device breakage, although the exact date and mechanism of the breakage are unknown, given event's nature causality cannot be excluded. This case was regarded as incident, since surgical intervention to device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('hysteroscopy to fully remove the remainder of the essure device') and vaginal haemorrhage ('irregular spotting /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 35-year-old female patient who had essure (batch no. 774890-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". The patient's medical history included tubal ligation. Concurrent conditions included allergy to molds, sinus disorder, hives, adenomyosis, cervical cancer, eczema, hearing impaired, irritable bowel syndrome, morbid obesity and seasonal allergy. Concomitant products included naproxen sodium (aleve tablet), paracetamol (acetaminophen) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 7 days after insertion of essure. On 10-aug-2011, the patient experienced device expulsion ("essure device had migrated (she passed the essure device last night in the toilet)/migration of essure device location of device: essure slipped out,/expulsion of essure device,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation complications") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with surgery (on (B)(6) 2011 dilation and cutterage and hysteroscopy tofully remove remainder of essureon (B)(6) 2011,(B)(6) 2014 total hysterectomy,salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, menstrual disorder, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had a follow-up visit in regards to her essure implant and doctor noted that plaintiff was doing well after essure. They would likely do an hsg test in november rather than (B)(6) 2011 as patients left essure device deployed further into the tube, but a sonogram was performed immediately after procedure. On (B)(6) 2011 she brought the passed essure device in a baggy to be examined and upon inspection it was confirmed it was the essure device. On (B)(6) 2011 she underwent laparoscopic tubal ligation bilateral with filshie clips, paracervical block, dilation and cutterage and hysteroscopy to fully remove the remainder of the essure device. Start and stop date of essure was changed from ((B)(6) 2011 and (B)(6) 2011 was previously reported) to (B)(6) 2011 and (B)(6) 2014 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: essure device confirmed to be in place. Lot # 774890- not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('hysteroscopy to fully remove the remainder of the essure device') and vaginal haemorrhage ('irregular spotting /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 35-year-old female patient who had essure (batch no. 774890-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". The patient's medical history included tubal ligation. Concurrent conditions included allergy to molds, sinus disorder, hives, adenomyosis, cervical cancer, eczema, hearing impaired, irritable bowel syndrome, morbid obesity and seasonal allergy. Concomitant products included naproxen sodium (aleve tablet), paracetamol (acetaminophen) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 7 days after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion ("essure device had migrated (she passed the essure device last night in the toilet)/migration of essure device location of device: essure slipped out,/expulsion of essure device,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation complications") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with surgery (on (B)(6) 2011 dilation and cutterage and hysteroscopy tofully remove remainderof essure on (B)(6) 2011,(B)(6) 2014 total hysterectomy,salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, menstrual disorder, device expulsion, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had a follow-up visit in regards to her essure implant and doctor noted that plaintiff was doing well after essure. They would likely do an hsg test in november rather than (B)(6) 2011 as patients left essure device deployed further into the tube, but a sonogram was performed immediately after procedure. On (B)(6) 2011 she brought the passed essure device in a baggy to be examined and upon inspection it was confirmed it was the essure device. On (B)(6) 2011 she underwent laparoscopic tubal ligation bilateral with filshie clips, paracervical block, dilation and cutterage and hysteroscopy to fully remove the remainder of the essure device. Start and stop date of essure was changed from ((B)(6) 2011 and (B)(6) 2011 was previously reported) to (B)(6) 2011 and (B)(6) 2014 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: essure device confirmed to be in place. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- outcome of the event vaginal haemorrhage and menorrhagia were updated from unknown to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.